Manufacturer narrative:
On follow up #1, it was indicated that a review of the manufacturing records for the lot did not uncover any relevant non-conformances. As noted below, there was a non-conformance but the lot still met final release specifications. The meter associated with the complaint was returned for investigation. The customer's complaint of discrepant high results was not confirmed during in-house testing. Retain strip testing on the returned meter met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. The returned meter met functional and thermistor testing requirements during investigation. Impedance curve analysis could not be performed on the customer's reported inratio inr result because only the last 4 impedance curves can be retrieved from the meter memory. The customer's result was not found within the last 4 impedance curves. A review of the manufacturing records for the lot revealed a non-conformance (nc) in which the lot originally did not meet final release specifications for therapeutic and normal cv%. This nc prompted the removal of sections from the lot that contributed to the high cv% values. After the culling of these sections, the lot was retested and no further issues were observed. The lot had met final release specifications. It was reported that the customer had pneumonia and diverticulitis and was hospitalized for these conditions sometime for 8 days during the month of february 2015. Certain relevant conditions, such as those associated with acute or chronic inflammation, were identified as conditions that may contribute to discrepant inr results. Multiple technique issues were identified in the complaint. These cannot be ruled out as a cause for the observed discrepancy. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2015, inratio: 1.6, lab: ---; 03/09/2015, 2.6, ---; (B)(6) 2015, 2.7, ---; (B)(6) 2015, 4.3, 3.2; (B)(6) 2015, 1.2, ---; patient self tester originally called to report the discrepant high result on (B)(6) 2015. Other results were then provided by the distributor. Patient self tester's therapeutic range is: 2.0-3.0. Patient self tester was milking finger after the finger stick; added multiple drops of blood.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Improper techniques were identified in the complaint. This cannot be ruled out as a cause for the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.